Event description:
It was reported a fowler dropped with a patient onboard. The customer reporting the event did not have any further details (regarding potential injury nor serial number). The customer has stated they will contact stryker with further details.